Event description:
A malfunction was reported by the caller regarding a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Although the malfunction code was resettable and technical support assisted in resetting the pump, the same malfunction recurred. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).